Event description:
Our health system purchased thousands of plum 360 IV (intravenous) pumps and are now experiencing high rates of battery failure a few months after implementation. The date of manufacture on our batteries are all from 2023. ICU (intensive care unit) medical switched battery manufacturers starting late 2022 from panasonic to csb. Ever since, they have experienced battery capacity issues. This issue goes beyond the previously released plum 360 battery recall indicating csb batteries only manufactured 12/2022 and prior are impacted. The issue still exists and the manufacturer is working with multiple battery vendors to try and resolve this issue. The vendor is working with us and has been transparent about the current status but all ICU plum 360 customers should be aware of this potential problem that could occur if they install any csb batteries into their plum 360 devices.